Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box and pump history did not find any alarms relating to prime issues. A rewind, load, and prime sequence was performed with no failures and no alarms occurring. Testing revealed that the force sensor calibration was within specification. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be sent out animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The lay user / patient contacted animas alleging that there was no cartridge detected and they were having an issue priming the device. The patient mentioned that he did not develop any symptoms or sought any medical attention due to the alleged issue. The patient mentioned that during the load step ½ of the insulin was dispensed. The issue was not resolved via troubleshooting and the product was replaced. The complaint is being reported since there is no evidence that the meter caused or contributed to an adverse event since there is no evidence that a serious injury occurred. The complaint is being reported since the alleged issue was not resolved.